Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range pacing impedance measurements. Additionally, intermittent loss of capture was noted with several seconds of asystole. It was reported the patient is pacer dependent and experienced dizziness. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.